Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported fall could not be conclusively established through this evaluation. A specific cause for the fall could not be determined. The account reported that the patient had a fall. There were no device issues related to the fall. The patient is stable and recovering. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there were no device issues related to the fall, and that the patient was alive and recovering.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fall.